Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. In the absence of device returned for analysis, a conclusive cause for the reported failure to deploy the suture could not be determined. The treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using the pre-close technique, via a 5f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the knot came out with the proglide device. The sutures of two proglide devices were successfully pre-placed using the pre-close technique. The aaa procedure was completed and hemostasis was achieved with the successfully pre-placed sutures of the proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.